Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. During the procedure, bubbles were seen in the 3-way stopcock after several times of aspiration. The sheath was replaced, and procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis as it was disposed of.